Manufacturer narrative:
Describe event or problem corrected. Upn- search corrected from h7493918915200 - fg emerge mr, us 2.00mm x 15mm - 39189-1520 to h7493918908200 - fg emerge mr, us 2.00mm x 8mm - 39189-0820. Upn corrected from h7493918915200 to h7493918908200. Catalog/model # corrected from 39189-1520 to 39189-0820. Device lot number corrected from 18539292 to 18470820. Device expiration date corrected from 06/30/2018 to 05/31/2018. Device manufactured date corrected from 10/22/2015 to 10/03/2015. Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter in two (2) pieces. There was contrast in the inflation lumen. The balloon was tightly folded. The distal tip was damaged. Microscopic examination and tactile inspection presented no damage or irregularities to the inner or outer shafts. Microscopic examination revealed a complete hypotube separation 49.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that a 2.00mm x 8mm emerge balloon catheter was the device used and not the 2.00mm x 15mm emerge balloon catheter as what was previously reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-08633. It was reported that shaft break occurred. The 99% stenosed target lesion was located in the ostium of the left circumflex artery. A 7f cls3.5 mach1 guide catheter was placed and a 2.00mm x 15mm emerge balloon catheter was advanced to the lesion for predilation however, the shaft of the device broke approximately 15cm from the distal tip while still inside the guide catheter. The distal portion of the 2.00mm x 15mm emerge balloon catheter was inside the guide catheter so the balloon catheter was removed together with the guide catheter. A new mach1 guide catheter was placed and a 3.00x16mm promus premier stent was then advanced and was able to cross the lesion. The device pulled back proximally however, the stent was pulled off the stent delivery system (sds) balloon prior to inflation and became stuck inside the patient. The detached stent was retrieved using a snare and the procedure was completed. No patient complications were reported and the patient's status was fine.